Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable problem of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the the slack's returned position suggested that it was not taken up correctly. The post did not show insertion marks of the trip wire ,indicating that the trip wire was not secured. The suture thread was cut, possibly during device removal. The returned ligator head had seven bands attached, some of them had moved from their position and overlapped, consistent with the finding per media analysis. The device was observed under magnification, and the ligator head teeth were found bent/damaged. The suture hole was in good condition. It was confirmed that the post did not show insertion marks of the trip wire. A functional evaluation was performed by rotating the handle knob. The click was audible and indents felt each 180 degrees rotation; however, the knob had lost its functionality as it can be rotated in both directions. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had seven bands attached, some had moved from their position and overlapped. Additionally, the ligator head teeth were bent/damaged. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the slack was not taken up correctly and the post did not show insertion marks of the trip wire. These suggested that a malfunction of the device may have been occurred, and the bands were not deployed as expected. Additionally, the handle knob was damaged as it can be rotated in both directions. It is very important to the correct operation of the device that the user take up the slack and secure the trip wire correctly, otherwise, it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. The improper use could have affected the functionality of the device causing the damage to the handle. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an variceal ligation procedure performed on september 24, 2021. During the procedure, the bands were stuck. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. A photo submitted by the customer shows the ligator head outside the patient with all seven bands still attached; however, some of the bands were moved out of their original positions and one band was observed entangled with the other band.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an variceal ligation procedure performed on (B)(6) 2021. During the procedure, the bands were stuck. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. A photo submitted by the customer shows the ligator head outside the patient with all seven bands still attached; however, some of the bands were move out of their original positions and one band was observed entangled with the other band.